Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. (B) (4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the battery was 'completely dead'. It was further reported that there was no telemetry and no output, and that the patient stated he had felt tired for one month. The device was explanted and replaced. No further patient complications have been reported as a result of this event.